Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a cracked insulin pump. The customer stated the top of her reservoir compartment was cracked. She also stated the crack was located around the cylinder of the insulin pump. The customer also reported having high blood glucose and believed it was due to her cylinder coming loose. The customer also believed the insulin pump was not delivering insulin. Customer's blood glucose was 550 mg/dl. She had treated her blood glucose with a bolus delivery. The customer was unaware of how the damage had occurred. Customer was advised to disconnect from the insulin pump and reer to a back-up plan. Customer declined to troubleshoot for high blood glucose. She stated she has not been able to eat due to her high blood glucose and was currently on a feeding tube. No additional information provided.